Event description:
It was reported that the head of the theatre, reported in her letter that she observed during checking the device, that the nail holding screw is broken off at the tip. Add'l info suggested that the fragment still remains in the nail which is implanted.

Manufacturer narrative:
Add'l info, has been requested and if received, will be submitted on a supplemental report.